Manufacturer narrative:
In the absence of any further clarification, moog will assume that the term "free flow" means the unrestricted flow of fluids through tubing. Moog received back five sets from the customer. Four of the five sets performed according to specifications. One of the five used sets failed to occlude the water with which it was being tested. Water flowed freely from the bag to the set's red stepped adapter. The ilo within the cassette failed to occlude the set. Visual inspection revealed that the ilo had been bent. Such bending and/or breaking of the ilo is usually the result of improper priming of the bag set by the user. The sets' DHR was also reviewed. No nonconformances were found.

Event description:
The initial reporter stated that their customer had told them that bags from a particular lot are free flowing. The customer also stated they had tried different bags from another lot, and they worked fine. The event occurred during testing. No patient was involved. (B)(4).